Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. Upon explant, holes were identified in the right cylinder and the reservoir. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. Upon explant, holes were identified in the right cylinder and the reservoir. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The cylinders were visually examined, revealing wear at folds on both cylinder bodies; however, there were no leaks identified. Upon visual inspection of the pump, it was seen that the kink resistant tubing (krt) was fatigued down to the filament. The pump was functionally tested, and it was seen that the component did not pass the activation tests 2 and 3. The reservoir was visually inspected, and leak tested. It was noted that there was a leak in the reservoir shell result of wear at a fold. Product analysis was able to confirm the reported allegation of a reservoir hole. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Information updated: implant date.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. Upon explant, holes were identified in the right cylinder and the reservoir. There were no patient complications.